Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one photo was provided for review. The photo shows that there was a completely broken on the pink luer connector part of the needle and that broken part was missing. Therefore, the investigation is confirmed for the reported fracture and identified material separation issue. The definitive root cause could not be determined based upon available information. B5, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for a dialysis catheter placement procedure using the equistream hemodialysis catheter. Prior to the procedure, upon opening the packaging, a crack was discovered in the introducer needle, rendering it unusable for the procedure. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the equistream hemodialysis catheter. Upon opening the packaging, a crack was discovered in the introducer needle, rendering it unusable for the procedure. There was no patient contact.